Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device replacement procedure the right ventricular (rv) lead thresholds were noted as high. The physician adjusted the rv lead, threshold decreased to acceptable parameters and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.